Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage was observed in the device where the material remained, nor was there confirmation of any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device has been returned, evaluated and repaired. Foreign material was found in the scope. Other findings were: bending section cover glue and insertion section coating has peeled off, the light guide tube was damaged and cracked, the objective lens was cracked, the switch was damaged, there was leak from control section and bending section, air/water insufficient, low angle, and failed adenosine triphosphate test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The user facility reported to olympus that this evis exera iii colonovideoscope had very damaged connection sheath. This report is being submitted to capture the foreign material found in the device during evaluation. There were no reports of patient or user harm associated with this event.